Event description:
A vaxcel pasv port was placed for therapeutic purposes in 2004. In about 10 months later, a facture was reported five or six centimeters down the catheter. The fractured catheter migrated slightly and a snare was used to retrieve it. The port was replaced.